Manufacturer narrative:
The investigation of pressure tubing concluded that a potential root cause could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Manufacturer narrative:
One vamp adult system was returned for examination. Dry blood was visible on the tubing male connector. The reported event of "vamp tubing came apart" was confirmed. The pressure tubing had detached from the bond joint with a vamp adult reservoir stopcock. Indication of bonding material was evident on the tubing bond surface area. Tubing was measured near the point of detachment and found to be within specification no other visible damage was observed from the kit. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. In this case, there were no patient complications noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that vamp tubing ¿came apart at spot where it shouldn't have¿. There looks to be pinpoint blood drops in the tubing, but nothing is leaking. No patient harm reported. Patient full demographics unable to be obtained.

Manufacturer narrative:
Reference CAPA-20-00141.